Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/15/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message upon power up. The platform did not begin compressions. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection was performed and no damages were observed. During functional testing, the platform displayed a "system error" message (latch error code 139). Further inspection identified the cause to be the system processor board, which was not functioning properly. The processor board was replaced to remedy the system error. The platform passed testing after replacement of the system processor board. A review of the platform's archive did not show any user advisories occurring on the reported event date of (B)(6) 2014; however, the reported user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) was confirmed to have occurred on (B)(6) 2014. Load cell characterization was performed and identified the cause to be load cell module 2, which was not functioning properly. Based on the investigation, the part(s) identified for replacement were the system processor board and load cell module 2. In summary, the reported complaint of the platform displaying a ua 7 was confirmed through archive review and attributed to a defective load cell module 2. In addition, a "system error" message (latch error code 139) was displayed during functional testing and found to have been caused by the system processor board, which was not functioning properly. After service, including replacement of the load cell and the system processor board, the device passed all testing criteria.